Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to improper reprocessing of the cable. There is no specific cause of why the cable was reprocessed incorrectly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty charged coupled device. In addition, the device has a faded serial plate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head narrow band imaging won't work, has a pink hue during preparation for use for an unknown procedure. Upon inspection evaluation of the device, cable was reprocessed incorrectly. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.